Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). According to physicians, one lead had migrated anterior. After several attempts to replace lead during revision, physician was unable to replace lead due to lots of scar tissue. The lead remaining did provide bilateral coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain.  Patient states approximately around may 5 that she fell. Patient stated she has noticed an increase in her normal pain. Patient states she is still getting some relief she would say depending on the day that she may still get 50% relief. Patient states occasionally since she fell, she will get the error code. 00r and she cannot turn stimulation intensity up. Today and impedance check was performed and all contacts were within normal limits. Patient has been using group b and states that that gives her the most relief. Patient was given a new group c with an adjustment only being made to program one. Patient was given a new group a with only adjustments being made to program one. Patient to try both programs for one week to see if she notices a difference. Cs was unable to get coverage on left side. Patient states she was getting some right sided rib stimulation when cs was testing. Patient acknowledged understanding that she would need to contact implanting physician or trailing physician to schedule an x-ray. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the representative. It was repeated that the lead was discarded by the customer and will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.